Manufacturer narrative:
Section h3, h6: it was reported that a revision surgery was performed due to an unspecified adverse event. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. A review of the product¿s instructions for use was not possible due to limited information about the details of the event and device. Without basic part details or an alleged failure mode, no risk file review is possible. No further actions are required at this time. If more information is received, this investigation will be reopened. The requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the unspecified complications. With the limited information provided, the patient impact beyond the reported revision cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
B5, d1, d2a, d2b, d4, d6a, d6b, d10, g4, h4, h6.

Event description:
It was reported that, after a left tha surgery was performed on the (B)(6) 2009, the patient presented persistent pain with elevated metal ions. X-rays showed findings of osteolysis, and the patient was scheduled for revision surgery for the (B)(6) 2022. During the procedure, corrosion of the trunnion of the femoral component with metal debris throughout the hip joint was found. A combination of smith and nephew with competitor devices were implanted in exchange. The patient tolerated the procedure well.

Manufacturer narrative:
H3, h6: it was reported that a left hip revision surgery was performed due to persistent pain with elevated metal ions. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the hemi head and liner. This will continue to be monitored via routine trending, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. The clinical information provided, of reported pain, elevated metal ion levels, osteolysis and intraoperative findings of corrosion of the trunnion of the femoral component with metal debris throughout the hip joint may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, after a bhr-tha system had been implanted on an unspecified date, the plaintiff experienced an unspecified adverse event that was addressed via revision surgery on (B)(6) 2022. No additional information was provided.